Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed message "no cable detected. The ICU nurse transferred a patient there with an arrow balloon inserted. She was getting the message ¿no cable detected" on the pump. Prior to calling she had checked all connections, and confirmed the stopcocks were open. She even switched out the pressure transducer setup and cable. She couldn't find anything to explain the problem. There was no harm to patient

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings,investigation conclusions), h10. Additional point of contact: (B)(4). . A getinge field service engineer (fse) stated (B)(6) called from the ICU after she transferred a patient there with an arrow balloon inserted. She was getting the message ¿no cable detected" on the pump. Prior to calling she had checked all connections, and confirmed the stopcocks were open. She even switched out the pressure transducer setup and cable. I asked her if we could facetime so I could see the connections, but she didn¿t have ft. I asked her to once again go through all of the wire connections unplugging and re-plugging and check stopcocks. She could not find anything to explain the problem. She mentioned that she had worked there for only 3 months and this had happened before and she believed the pumps were sent to clinical engineering. But the issue didn¿t seem to be resolved. The patient was getting transported to a (B)(6) hospital. I asked the ICU nurse to sequester that pump for clinical engineering and not put it back in use. No harm to patient. Complaints of more than three (3) gfe attempts were performed to obtain additional information and no response was provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated. H3 other text : issue resolved over the call.

Event description:
N/a